Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced loss of connection on their smart device. Data was available for evaluation. The reported loss of connection was confirmed. A root cause could not be determined. No additional event or patient information is available.